Event description:
The facility reported an infuso.r. Pump with "syringe barrel is cracked and broken." According to the customer, the "issue does not happen during use. The issues are obvious upon looking at pump." This incident is known to have occurred in the operation room/anesthesia department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "syringe barrel is cracked and broken." Was confirmed during device evaluation. The cause of the problem was not identified because the device was returned unrepaired.